Manufacturer narrative:
Visual inspection of the returned product confirmed that the nail was broken at the middle of the housing tube and had some cracks on it. The max patient weight for a retrograde femur straight is 114kg. Patient weight was reported at 94kg when the nail was broken. From the information provided, the root cause may have been due to patient weight bearing activities. The device history records were reviewed, and no discrepancies were found related to this complaint. The devices were manufactured in accordance with the specified requirements and met all the required quality inspections.

Manufacturer narrative:
No product has been returned for evaluation as no product malfunction was alleged. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2018. As per the reporter, there was a nonunion. No patient injury was reported.